Event description:
It was reported that the cassette was leaking after compounding, while packing the order. There was no patient involvement.

Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.